Event description:
The reporter did back to back (rapid succession) blood glucose tests, in a fasting state, using separate finger sticks. Reporter's results were 497, 227 and 222 mg/dl. Reporter did not have any symptoms. A control solution test was in range, 124 (94-141). On follow-up, the reporter described an accurate blood sample technique, and checks the confirmation dot for verification. No harm was alleged.